Event description:
It was reported that the cath lab requested the sales representative speak to the staff. While in the cath lab the md inserted the intra-aortic balloon (iab) via patient's femoral artery. Iab insertion was without difficulty or complications. When the iab was hooked up to the pump (s/n (B)(4)) they rec'd repeated high pressure alarms. Two md's repositioned the catheter and patient's position; however, the high pressure alarm repeated. As a result, the md removed the iab and replaced with another iab in same insertion site. Again pump repeated high pressure alarms. Md repositioned patient and attempted to reposition iab. The md switched iab to a second pump (s/n (B)(4)). The alarms stopped and pumping commenced. The patient was transferred to the cardiothoracic intensive care unit (cticu). There was no reported patient death, injury or complications. There was no reported patient death, injury or complications. There was a minimal delay/interruption in iabp therapy. There was no reported harm to the patient. Medical/surgical intervention was not required. X-rays were performed; no obvious kinks were noted when fluoroscopy panned down the leg and groin. The patient outcome is "good for the patient's overall condition with ef 5-10%.

Manufacturer narrative:
(B)(4).